Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose was over 600 mg/dl. She stated she changed the set and tried to deliver a bolus, but the set was leaking at her stomach, at the insertion site. The customer further stated she removed the set and the cannula was bent. The customer reportedly changed the set and site and received a no delivery alarm on the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles or leaks were found. Insulin exited the tubing during a manual prime. There was one no delivery alarm in the insulin pump history. A high pressure test was performed and passed. The customer's blood glucose was 299 mg/dl at this point and she stated she was able to delivery a 15 unit bolus with no issue. Nothing further was reported.